Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. No viscoelastic is observed in the nozzle or the tip of the device. The plunger has been advanced under the trailing optic edge. The trailing haptic is folded with the tip on the anterior optic surface. The trailing optic edge is pushed upward. The leading haptic is folded back toward the optic. A qualified viscoelastic was indicated. A plunger underride was observed. The root cause appears to be related to a failure to follow the dfu. There was inadequate viscoelastic in the device. No viscoelastic was observed in the nozzle or the tip of the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the preloaded injector failed to inject the lens due to malfunction. There was patient contact, but no harm. The procedure was completed with another lens. Additional information was requested.